Manufacturer narrative:
Pump was received with motor error alarm during rewind and motor position encoder error alarm confirmed in alarm history due to broken motor slide tip. Motor passed motor test. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to motor error alarm. Unable to verify low battery alarm or failed battery test alarm due to motor error alarm. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported via phone call low battery alarm and excessive failed battery alarm. Customer also received a motor error alarm and a motor position encoder error alarm. Customer woke up with blood glucose of over 721 mg/dl and drove herself to the hospital. Customer was treated with IV fluids. Customer was advised that insulin pump would need to be replaced.